Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was over 550 mg/dl. Customer stated that her infusion set cannula was bent and her insulin pump did not alarmed to alert her that she was not getting her insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.